Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) (system 1) is related to case with patient identifier (B)(6) (system 2). Device will not be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 5.5 mmol/l (system 1) and 20.2 mmol/l (system 2) .